Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient's mother reported the infusion set to the pump was leaky. Mother stated the issue was discovered on (B)(6) 2014. Mother reported the leak originated from the body site. Mother stated the patient discovered the leak when he checked his blood glucose and it was elevated in the 500's mg/dl. Mother reported this is when the patient checked the infusion head set and the leakage of insulin was discovered. Mother stated the patient was able to get the blood glucose level back down to target range with a couple of correction boluses and a new infusion set was put on; no outside assistance was needed. Patient discarded the alleged infusion set. No adverse event reported. Replacement was sent; no product return was requested.